Event description:
[Quickvue sars antigen test] use for covid-19 under emergency use authorization (eua): 5 quickvue tests, lot numbers f40715 (exp 1/12/2023) and lot 707067 (exp. 8/31/2023), all positive. 3 pcr tests at 2 different locations during same timeframe, including one simultaneous swab, all negative. Concern for false positives on quickvue antigen tests. FDA safety report ID # (B)(4).